Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a stent issue occurred. The 80% stenosed, 2.75-3.00 mm x 26-28 mm target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. Following pre-dilation with a 2.50 mm and 3.00 mm balloons, the 3.00 x 28 mm synergy xd stent was introduced to treat the target lesion. The device was unable to cross the lesion and when it was removed, it was noticed that there was a fracture in the proximal end of the stent. The procedure was completed with a drug coated balloon. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter city: (B)(6). H6 device codes; corrected.

Event description:
It was reported that a stent issue occurred. The 80% stenosed, 2.75-3.00 mm x 26-28 mm target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. Following pre-dilation with a 2.50 mm and 3.00 mm balloons, the 3.00 x 28 mm synergy xd stent was introduced to treat the target lesion. The device was unable to cross the lesion and when it was removed, it was noticed that there was a fracture in the proximal end of the stent. The procedure was completed with a drug coated balloon. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that there was no stent fracture. When the stent failed to cross the bifurcated lesion, it was pulled back, and stent struts were deformed.